Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump's alarms were diminished in sound. Customer's blood glucose level was unknown. Customer reported that insulin pump loses settings on battery changes and backlight was dimmer. Customer declined to report to 24 hours technical support team. Insulin pump will not be returned for analysis.